Manufacturer narrative:
It was reported that the customer was using a four point cane and the cane snapped in half resulting in the customer requiring spinal fusion surgery and subsequently being admitted to an assisted living facility. The customer's husband reported the incident to the FDA; however did not report the incident to the manufacturer because he did not know the name of the actual manufacturer. No product code or lot number is available. The reporter stated that he was not in the room when his wife fell so he is not able to provide any additional details related to this report and abruptly ended the call. The actual sample is not available to be returned for evaluation due to the actual sample involved in the incident being thrown away. No additional information is available. Due to the reported incident, reported surgical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the cane broke during use and the customer fell.